Manufacturer narrative:
During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. An additional control solution test was performed while troubleshooting showing the test strips to fall in range again. The difference in the consumer's readings was determined to be clinically significant. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of test strips. The meter and test strips will be returned for evaluation. Test strip lot # 1020213252 expiration date: 09/2015. Control solution lot #1030113218 range 82/127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called into customer care "...concerned about his bg results...". It was reported to nova biomedical that a consume received a result of 35 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 110 mg/dl.